Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned to the manufacturer for evaluation; however medical records and images have been received. The investigation is confirmed from difficulty to remove, but is inconclusive for patient device interaction problem. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced difficulty to remove and patient-device interaction problem. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old weighing 185 lbs whose sex was not provided.